Event description:
The device was exhibiting momentary pump stops that were not fixed after splice. Hmii lvad driveline faults that could not be fixed by external repair by abbott, required a surgical pump exchange. The pump was exchanged without issue but required an admission with operation and hospital recovery time.